Event description:
I had lasik surgery on both eyes in 2003. My eyes were burnt red for 4 months. I had pressure in the right eye. At first the vision was fine - now I have cataracts that my physician said was caused by the lasik surgery. I went to a different dr and had the cataract removed on my right eye and now I still have to wear glasses because they could not correct the vision with the lens put in for the cataract surgery. I wish I would have never had lasik because now my eyes are ruined, and I have to wear glasses again.